Manufacturer narrative:
The manufacturer has notified the FDA of the recall on 04/13/2010.

Event description:
The customer reported that the tube's cuff deflated in use. There was no patient harm and a non-routine replacement of the tube was required. The customer reported that a pre-test had been done. The lot number is unknown.